Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Electrode is reported to have migrated into the external auditory canal up to the tympanic membrane. Patient lost hearing sensation. Patient is reported to also have vertigo and loss of appetite. The cause of the migration has not been specified. Surgical follow up is scheduled.

Manufacturer narrative:
Conclusion: device investigations, on the received part of the active electrode, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report an active migration was observed, requiring its removal to address the observed conditions. The remainder part of the concerned device remains implanted as no re-implantation is considered at this time. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the electrode had migrated into the external auditory canal up to the tympanic membrane. The cause of the migration has not been specified. The recipient reported no longer having access to sound with the device, loss of appetite as well as vertigo. The recipient has undergone a previous tympanoplasty surgery. As per additional information, the recipient also presented a middle ear inflammation. A surgery was carried out in (B)(6) 2018 and the active electrode was cut and explanted due to the confirmed middle ear inflammation. This resolved the issues with vertigo and loss of appetite. The recipient does not have any other health issues. The stimulator portion of the implant was left in situ and re-implantation is not considered at this time. The explanted active electrode was returned for investigation.